Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), systemic lupus erythematosus ('systemic lupus'), ovarian enlargement ('ovaries were enlarged') and uterine infection ('uterine infection') in a 37-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, migraine, endometriosis, ovarian cyst, abdominal pain and uterine malposition. Current weight 240 lbs. Concomitant products included ammonium lactate, clonazepam (klonopin), diazepam, diclofenac sodium, dicycloverin hydrochloride (bentyl), eluxadoline (viberzi), escitalopram oxalate (lexapro), famotidine, folic acid, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, loperamide hydrochloride (imodium) from 1998 to 2012, loratadine, mupirocin, pregabalin (lyrica), tizanidine hydrochloride (zanaflex), vitamin b12 nos and vitamin d nos (vitamin d). In 2011, the patient experienced urinary tract infection ("infection type: urinary many times"), uterine infection (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In october 2011, the patient experienced rash ("rashes"), furuncle ("boils (about 20)") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin b12 deficiency ("vitamin b 12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), autoimmune arthritis ("autoimmune disorder type of disorder:arthritis"), migraine ("migraines / headaches"), nausea ("nausea"), neuralgia ("nerve pain") and allergy to metals ("nickel allergy"). In november 2011, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vision blurred ("vision/eye problems type: blurry vision/ focus issues/ haziness") and alopecia ("hair loss"). In december 2011, the patient was found to have weight increased ("weight gain"). In january 2012, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)") and underwent tooth extraction ("many teeth removed"). In march 2012, the patient experienced anxiety ("anxiety") and irritable bowel syndrome (" caused ibs to exacerbate worse to point of disability"). In 2014, the patient experienced hirsutism ("hair growth under chin"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ovarian enlargement (seriousness criterion medically significant), depression ("depression"), crying ("crying spells"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joint pain"), headache ("head pain"), abdominal pain upper ("intestinal stomach pain"), endometriosis ("endometriosis"), flank pain ("flank pain") and dysmenorrhoea ("cramping with period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, systemic lupus erythematosus, ovarian enlargement, hirsutism, mood swings, depression, crying, urinary tract infection, uterine infection, anxiety, fibromyalgia, vitamin b12 deficiency, vitamin d deficiency, autoimmune arthritis, rash, furuncle, bladder disorder, urinary tract disorder, nausea, tooth disorder, neuralgia, allergy to metals, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, alopecia, tooth extraction, back pain, pain in extremity, arthralgia, headache, abdominal pain upper, endometriosis and flank pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune arthritis, back pain, bladder disorder, crying, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, flank pain, furuncle, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, neuralgia, ovarian enlargement, pain in extremity, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Concerning the injuries reported in this case, he following ones was confirmed in patient medical records: migraine, fibromyalgia, pelvic pain, joint pain. Concerning the injuries reported in this case, he following ones was confirmed in patient social media records: migraine, flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this was deleted from pv bayer database. As this case was found to be duplicate case of (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), systemic lupus erythematosus ('systemic lupus'), ovarian enlargement ('ovaries were enlarged') and uterine infection ('uterine infection') in a 37-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, migraine, endometriosis, ovarian cyst, abdominal pain and uterine malposition. Current weight 240 lbs. Concomitant products included ammonium lactate, clonazepam (klonopin), diazepam, diclofenac sodium, dicycloverine hydrochloride (bentyl), eluxadoline (viberzi), escitalopram oxalate (lexapro), famotidine, folic acid, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, loperamide hydrochloride (imodium) from 1998 to 2012, loratadine, mupirocin, pregabalin (lyrica), tizanidine hydrochloride (zanaflex), vitamin b12 nos and vitamin d nos (vitamin d). In 2011, the patient experienced urinary tract infection ("infection type: urinary many times"), uterine infection (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced rash ("rashes"), furuncle ("boils (about 20)") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin b12 deficiency ("vitamin b 12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), autoimmune arthritis ("autoimmune disorder type of disorder:arthritis"), migraine ("migraines / headaches"), nausea ("nausea"), neuralgia ("nerve pain") and allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vision blurred ("vision/eye problems type: blurry vision/ focus issues/ haziness") and alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)") and underwent tooth extraction ("many teeth removed"). In (B)(6) 2012, the patient experienced anxiety ("anxiety") and irritable bowel syndrome (" caused ibs to exacerbate worse to point of disability"). In 2014, the patient experienced hirsutism ("hair growth under chin"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ovarian enlargement (seriousness criterion medically significant), depression ("depression"), crying ("crying spells"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joint pain"), headache ("head pain"), abdominal pain upper ("intestinal stomach pain"), endometriosis ("endometriosis"), flank pain ("flank pain") and dysmenorrhoea ("cramping with period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oopeherectomy unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, systemic lupus erythematosus, ovarian enlargement, hirsutism, mood swings, depression, crying, urinary tract infection, uterine infection, anxiety, fibromyalgia, vitamin b12 deficiency, vitamin d deficiency, autoimmune arthritis, rash, furuncle, bladder disorder, urinary tract disorder, nausea, tooth disorder, neuralgia, allergy to metals, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, alopecia, tooth extraction, back pain, pain in extremity, arthralgia, headache, abdominal pain upper, endometriosis and flank pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune arthritis, back pain, bladder disorder, crying, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, flank pain, furuncle, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, neuralgia, ovarian enlargement, pain in extremity, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Concerning the injuries reported in this case, he following ones was confirmed in patient medical records: migraine, fibromyalgia, pelvic pain, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), systemic lupus erythematosus ('systemic lupus'), ovarian enlargement ('ovaries were enlarged') and uterine infection ('uterine infection') in a (B)(6)-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, migraine, endometriosis, ovarian cyst, abdominal pain and uterine disorder. Current weight (B)(6) lbs. Concomitant products included ammonium lactate, clonazepam (klonopin), diazepam, diclofenac sodium, dicycloverine hydrochloride (bentyl), eluxadoline (viberzi), escitalopram oxalate (lexapro), famotidine, folic acid, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, loperamide hydrochloride (imodium) from 1998 to 2012, loratadine, mupirocin, pregabalin (lyrica), tizanidine hydrochloride (zanaflex), vitamin b12 nos and vitamin d nos (vitamin d). In 2011, the patient experienced urinary tract infection ("infection type: urinary many times"), uterine infection (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced rash ("rashes"), furuncle ("boils (about 20)") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin b12 deficiency ("vitamin b 12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), arthritis ("autoimmune disorder type of disorder:arthritis"), migraine ("migraines / headaches"), nausea ("nausea"), neuralgia ("nerve pain") and allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vision blurred ("vision/eye problems type: blurry vision/ focus issues/ haziness") and alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)") and underwent tooth extraction ("many teeth removed"). In (B)(6) 2012, the patient experienced anxiety ("anxiety") and irritable bowel syndrome (" caused ibs to exacerbate worse to point of disability"). In 2014, the patient experienced hirsutism ("hair growth under chin"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ovarian enlargement (seriousness criterion medically significant), depression ("depression"), crying ("crying spells"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joint pain"), headache ("head pain"), abdominal pain upper ("intestinal stomach pain"), endometriosis ("endometriosis"), flank pain ("flank pain") and dysmenorrhoea ("cramping with period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oopeherectomy unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, systemic lupus erythematosus, ovarian enlargement, hirsutism, mood swings, depression, crying, urinary tract infection, uterine infection, anxiety, fibromyalgia, vitamin b12 deficiency, vitamin d deficiency, arthritis, rash, furuncle, bladder disorder, urinary tract disorder, nausea, tooth disorder, neuralgia, allergy to metals, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, alopecia, tooth extraction, back pain, pain in extremity, arthralgia, headache, abdominal pain upper, endometriosis and flank pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, arthritis, back pain, bladder disorder, crying, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, flank pain, furuncle, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, neuralgia, ovarian enlargement, pain in extremity, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine, fibromyalgia, pelvic pain, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs was received. Lot number was added. New events hair growth under chin, mood swings, depression , crying spells, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, uterine infection, anxiety, fibromyalgia, vitamin deficiency: b-12 and d, arthritis, systemic lupus, rashes, boils, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, nerve pain, nickel allergy, dyspareunia, vaginal discharge, blurry vision, teeth removed, fatigue, weight gain, caused ibs to exacerbate worse to point of disability, hair loss, device monitoring procedure not performed, back pain, leg pain, joints pain, head pain, stomach pain, endometriosis, dysmenorrhea, flank pain and ovarian enlargement were added. Patient's demographic details, date of insertion, date of removal, medical history and concomitant drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.